Manufacturer narrative:
(B)(4). The analysis results found that the mcl20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right iliac fossa transplanted nephrectomy procedure, the device clips would not hold onto the tissue. The surgeon then used another like device to complete the procedure. No additional information is available. There was no patient consequence reported.